Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The share log was reviewed and confirmed the complaint. The probable cause could not be determined via product.